Manufacturer narrative:
Date of event was reported as "3 or 4 days ago" from day of report for "stopped feeling stimulation, started having to go every hour and a half" issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the helped the patient initially were they were able to sleep all night and could make it 3 hours between trips to the bathroom. However, 4 days ago, the patient stopped feeling the stimulation and noticed they had to go every 1.5 hours. When the patient attempted to increase the stimulation, poor communication on the programmer was seen. It was noted that the patient had been recently implanted ((B)(6) 2017) but there were no bandages or swelling present. The patient did not use the antenna. It was recommended that the patient use the antenna and when they powered the programmer off then back on and synchronized to the ins the issue was not resolved. It was also reported that the patient was educated on the use of the programmer while under anesthesia/sedated. The patient was redirected to their healthcare professional (hcp) for th e poor communication issue. There were no further complications reported or anticipated.